Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone on threads and a fracture on the collar. Pre-existing condition noted on the per is clenching. The reported device was located on tooth # 19 and was used for approximately 3 years and 4 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63638242). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63638242) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event is confirmed with the fracture identified. However, the periimplantitis is non-verifiable with the information available. Based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. Additional 510(k) number: k011028, k013227.

Event description:
It was reported that implant was removed due to fracture of the implant collar. Crown repeatedly came off, leading to the implant fracture and peri-implantitis developed. Tooth location 19. Abscess, inflammation, pain, and bone loss were noted.